Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had unconfirmed alarms on the insulin pump. Customer also reported the battery lasted between six to seven days on the insulin pump. Customer also reported a bad battery alarm occurring on the insulin pump. Customer stated the insulin pump's display was scratched. The customer stated they were unable to read the display as a result of the scratches. Customer's blood glucose was unknown. The customer stated the damage was caused by wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner, broken battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.